Manufacturer narrative:
Our field service engineer investigated the ventilator at the hospital, the issue could not be duplicated. The ventilator unit passed all calibration, functional and safety tests, the unit was returned to customer and cleared for clinical use. The reported date of event is the 19th of may 2020, the evaluation of the received ventilator logs shows that there was no ventilation at that date. Historical log review from april 24 and 25 shows that there was several clinical alarms generated during ventilation. The ventilator successfully passed the system pre-use check prior the ventilation session, both on (B)(6). The logs do not contain any alarms that could indicate on a permanent device malfunction. However, there was an alarm generated indicating that the alarm sound level was too low on (B)(6), and another start-up alarm indicating on an internal memory error on (B)(6). Both alarms were generated only at one occasion, no conclusion can be drawn from these single events. The generated clinical alarms during ventilation are pointing on several issues, preset values, alarm settings, blocked or a kinked patient circuit, and leakage. All of the clinical alarms are built in to warn and highlight issues during ongoing ventilation. Our conclusion is that the ventilator worked according specifications and alarmed as per design to alert the operator about the ongoing issues. No ventilator malfunction was established during the onsite investigation, or by the log evaluation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the minute volume went to zero. There was no patient harm. Manufacturer's ref #: (B)(4).